Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had back pain that began 1-2 weeks ago and they didn't know if they slept crooked or what the issue was, but they haven't recharged their ins in 4 months. Pt noted in the past they had to have the ins shocked to wake the implant up due to this same issue occurring in the past. Patient services specialist (pss) reviewed their ins was possibly over-discharged and needed to meet with a mdt rep. Pss reviewed role of representative and provided the patient with the nas number for their doctor's office. Patient didn't have a managing healthcare provider, so patient service specialist emailed the patient physician listings. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was medtronic (mdt) rep called after meeting with pt and reports that pt stated they let their ins deplete "sometime during covid" while living in florida but was able to have an mdt rep complete physician mode recharge and used the device until about a year ago when he stopped charging the ins. Mdt rep reports that they went through 2 of the 60 minute physician mode recharge sessions and the device was still not back on the normal recharge screen. Mdt rep reports that at that point the pt elected to stop trying and spoke to the hcp about an ins replacement. The caller was not with the patient. Tss reviewed MRI eligibility if current leads were used with a new ins at the request of mdt rep. Mdt rep also reported that hcp had questions about using the 3550-63 introducer kit for both lead removal and new lead placement, but mdt rep was unsure what information the hcp wanted, and reports he will check with hcp or give hcp the tss number to call for more specific questions regarding lead removal.